Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) alarm during testing and unable to download. Unable to determine the root cause, problem isolated to electronic assembly. Unable to perform the functional testings including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. Unit was received with scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported for critical pump error. The customer¿s blood glucose was 329 mg /dl. The customer reported that they received a critical pump error image on the pump screen. Customer reported that he got an alarm that needed to complete the loading process and hour later changed pump and alarm going off. The pump will be returned for analysis.